Manufacturer narrative:
Inspected three sealed and nine opened and used reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that possibly insulin from the reservoir leaked past the o-rings and into the reservoir compartment. The customer's blood glucose reading was 158mg/dl. No further information was provided.